Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6). Other: na.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6). Precision checks were performed with the %cv within specifications. The gear pump pressure was checked and found to be on the low side. It was adjusted to within specifications.

Manufacturer narrative:
A specific root cause could not be determined. There was no evidence of sample or reagent carryover. No application or reagent related issue could be identified.

Event description:
The customer experienced an ongoing issue with questionable lithium results from the cobas 6000 c501 module, (B)(4), since (B)(6) 2011. Data was provided for three patient samples, of which the results for two were discrepant. Patient sample 1 initial lithium result was 1.70 mmol/l. The sample was repeated three times with results of 0.68, 0.66, and 0.64 mmol/l. All results were accompanied by data flags. On (B)(6) 2011, patient sample 2 initial lithium result was 1.70 mmol/l. The sample was repeated three times with results of 0.75, 0.76, and 0.76 mmol/l. All results were accompanied by data flags. It is unknown which results, if any, were reported outside the laboratory. There was no allegation of an adverse event.